Event description:
It was reported that during a stenting treatment procedure, the stent wa shorter than expected. Ipsilateral approach was used. The target lesion was located in the mildly tortuous and severely calcified mid right superficial femoral artery with 90% stenosis and was 20cm long. A 5x200x75mm innova bare metal stent was deployed in the lesion. The stent shortened about 5cm during deployment as the physician pulled it back in the wrong direction. It was removed without issues. Another 15cm innova stent was then placed without any issues. No further patient complications reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, the stent was shorter than expected. Ipsilateral approach was used. The target lesion was located in the mildly tortuous and severely calcified mid right superficial femoral artery with 90% stenosis and was 20cm long. A 5x200x75mm innova bare metal stent was deployed in the lesion. The stent shortened about 5cm during deployment as the physician pulled it back in the wrong direction. It was removed without issues. Another 15cm innova stent was then placed without any issues. No further patient complications reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the returned device was reviewed in the lab and no damage was observed. The stent was not returned for analysis. The reported shortening of the stent could not be confirmed via review of the procedure images. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user- related due to the incorrect usage of the device as the device was reportedly pulled back in the incorrect direction. (B)(4).